Manufacturer narrative:
(B)(4). Batch #: n95d9e. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with no apparent damaged in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 11 conforming clips; however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found damage causing the failure of the lockout feature. No conclusion could be reached as to what may have caused ratchet pawl was found out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties. Although no conclusion could be reach on the cause of the ratchet pawl damaged, the instructions for use contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. This complaint device was found to have the lockout pocket of the overmold advancer component broken through by the tab of the feeder shoe. This damage allows the feed bar to retract and for the ratchet pawl to disengage from the trigger insert resulting in no lockout. The lockout pocket damage can only be caused during the last clip firing by rapidly releasing the trigger. Based on this information, the non-functional lockout observed during analysis was user-related. While damage was observed to the ratchet pawl, the anti-backup was able to function properly during analysis and the non-functional lockout was found to be related to the broken lockout pocket of the advancer so the damage was not significant enough to cause any functional issues.

Event description:
It was reported that during a digestive surgery, the firing force was higher than expected so that the device could not be fired from the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.